Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced problems with insulin delivery. The customer reported that "at one point my pump wasn't working properly and I was in a bad car accident because of my sugars." No additional information was provided. No follow up from tandem technical support is expected by the customer.